Event description:
It was reported the patient stopped feeling stimulation in (B)(6) 2010. The patient reported he received the "low ipg" warning on his patient programmer, turned off stimulation and fully charged the ipg. The patient stated he was not able to get the ipg to turn back on again, but didn't report it at that time as his pain had improved. The patient's pain has since returned and he would like to use his scs system again. The patient advised he plans to make an appointment with his physician at a later date to discuss replacing the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.